Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 15.9 versus the labs 12.1 mmol/l. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.